Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, the pt 2 months status post trochanteric fixation nail procedure presents to ER on the evening of (B)(6) 2012, complaining of hip pain. X-rays revealed that the helical blade had migrated out of the femoral head. Pt was returned to operating room on (B)(6) 2012, where dr mccall explanted the nail, blade and locking screw. The pt was revised to a hemiarthroplasty. Surgeon noted loss of reduction and cutout of helical blade into acetabula. Pt was converted to total hip arthroplasty (tha).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 3 of 3 for complaint (B)(4).

Event description:
This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Contact name changed to (B)(6) manager. In the fu#1 report, should have been reported as (B)(6) 2012.